Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse replaced all of the IV lines for the pcu and 4 lvps due to a new central line being placed into the patient. All of the lines were attached to the patient's left ij triple lumen central line when the nurse turned the pump on and an error message was received. The nurse turned the pump off for approximately 30 seconds and then turned it back on only to receive the same error message the nurse then turned the pump off and removed the tubing sets from the devices. The nurse then retrieved a new pump, placed it onto a pole and inserted all of the IV lines into the devices when it was noted that the versed bag was empty. As the nurse was checking the IV line, it was found that the safety clamp was not engaged as expected, thereby, allowing the versed to free flow into the patient's central line. The roller clamp was then immediately engaged. The CT surgical nurse practitioner (np) and doctor of osteopathic medicine (d.o.) Were notified and both came into room. Upon inspection of the devices with several nurses in the room, it was found that the versed channel demonstrated visible broken plastic at the site of the safety mechanism. There was no report of patient harm.